Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies.

Event description:
It was reported that the right ventricular (rv) lead had a gradual threshold increase. The lead will be monitored and remains in use. It was noted that the patient is taking part in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: (B)(4) implantable cardioverter defibrillator (ICD).  (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.